Event description:
It was reported that during the procedure of the internal carotid artery, the emboshield nav6 embolic protection delivery system was advanced through the guide catheter but the embolic protection device (epd) was deployed distal to the tip of the guide catheter. There was no reported adverse patient effect. The devices were removed together as a system. Outside the anatomy, during removal of the epd system from the guide catheter and the introducer, the filter element fractured [contorted and crumpled] and the device could not be used. A second emboshield nav6 was used to complete the procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.